Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation results: visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of over- drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The shunt assistant (sa) was tested in the vertical position. In the first test, we were able to detect over- drainage. A second measurement showed a clear improvement of the values. With a measured value of -2.08 cmh2o in the reference flow range of 5 ml/h, the valve was operating within the permissible tolerance range (permissible tolerance 0 +/- 4 cmh2o). The improvement from the measured value is presumably due to the fact that any deposits inside the valve may have been flushed out. Further tests would probably lead to a steady improvement of the values. Results: first, we performed a visual inspection of the shuntass/stant®. No significant deformations or damage of the valves were detected during the visual inspection. Next, we tested the permeability, and opening pressure of the valve. The permeability test has shown that the valve is permeable. In the first measurement the opening pressure of the valve was out of tolerance. In the following measurements the valve was operating within the permissible tolerance range. Finally, we have dismantled the valves. Inside the valve we have found slight build-up of substances (likely protein). Based on our investigation, we confirm that the valve shows an increased flow of liquid at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hg-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that a shuntasst 20 w/att distal & prox tubing (fv256t)was implanted during a procedure performed in (B)(6) 2016. According to the complainant, the shuntasst system was believed to be overdrainage. The patient underwent a revision procedure on (B)(6) 2016. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Patient information: age: (B)(6) years, weight : (B)(6) kg, height: 170 cm.